Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and chronic low back pain. It was reported that since implant, every so often the patient gets a pretty sharp pain on the right side of their back and across their back. The patient also mention it was affecting their right leg. The patient stated it did not happen all the time. The patient stated it only happens when they make a certain move or bends wrong. The patient also stated when they are sitting down or leaning back from pushing right on it, the ins area was still very sore right on the belt line. The patient stated they tried turning it down, but whenever they get down to 400 they no longer feel stimulation. The patient usually felt stimulation in the spine if they tilted their head way back. The patient stated at least they do not wake up at night when their leg was aching, but their leg was still weak. The patient was implanted for back pain and stated they didn't think anything was wrong with the device and that they just needed an adjustment. The patient was going to follow up with their healthcare professional (hcp). No further complications were reported. Additional information was received from a consumer. Patient stated that they still have some pain and burning at battery site. Patient stated it felt like it had not healed around it. Patient noted it got hot when recharging, so he had to put a shirt over it which resolved the hot issue. Patient stated the neurostimulator (ins) is on the right on his belt-line is about the worst place possible and when he's sits and leans on it, it starts burning after about 30 minutes. Patient clarified from his previous report on (B)(6) 2017, that if he bends/turns in a certain direction, like when walking in the dark and stepping in a hole, he would get jerked. Patient stated the issue was not resolved and he has not followed up about it yet.